Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the faulty pwa was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device lost programming. It is unknown if there was patient involvement, no adverse patient effects were reported.